Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387, lot# va1sy2q, product type: lead h3: analysis revealed that the ins passed all tests and no anomalies were found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387, lot#: va1sy2q, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) parkinson's dual, essential tremors, movement disorders. It was reported that the patient's dbs lead placement was the day before the call ((B)(6) 2018), but no ins yet. The caller stated they did one side and everything was 'fine' with impedance - 'green.' The caller stated they did the other side and the contact 3 was >10k with all other contacts. They tried to switch out the cable with not resolution. The caller stated they checked with the 8840 and the same thing. ~11k on contact reference. They placed another lead and the same issue occurred at that point. The doctor said to leave it and they would program around 3. The caller noted the patient got a great response at 3v on the other contacts, the tremors went away. There were no further complications reported.

Event description:
Additional information was received: it was reported and clarified that there was no out of box damage to the product. The cause of the high impedances were unknown, and all necessary troubleshooting actions were done, but impedances were still high. The neurologist would program the patient using contacts 0, 1, and 2. The issue had not resolved. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# va1sy2q, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# va1sy2q, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, lot# va1sy2q, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's registration wasn't completed yet, but name and dob were provided. The rep was waiting for the hospital to do a product swap, and the lead was sent back on (B)(6) 2018 with the tracking number provided. There were no further complications reported.